Event description:
Information received indicates the pump failed to deliver medication. The pump was set to deliver marcaine, 0.25% 2 ml/hr. Marcaine was found in the beeline, which should have been empty.

Manufacturer narrative:
Investigation indicates the returned beeline set was occluded, which caused the pump to fail to deliver medication. Root cause has not yet been determined. A follow up report will be sent when more information is available.